Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm model #: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient¿s spinal cord stimulator (scs) was no longer working. The patient will undergo an explant procedure.